Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 'something went wrong' with the patient's lead. The lead will be revised. No patient complications have been reported as a result of this event.